Event description:
It was reported that during a lap cholecystectomy the surgeon was pulling out the gallbladder through a 10mm port when the bag broke. He retrieved the specimen and stones with a reusable instrument. There were no pt consequences.